Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented during a cardiac resynchronization therapy-pacemaker implantation (crt-p) procedure. Upon attempting to implant the left ventricular lead, the physician was unable to implant it as the lead was not entering the target vein. It was unknown if the difficulty to implant was due to patient anatomy or the actual lead malfunction. The physician then changed the lead and was able to implant a new lead successfully. Patient was stable.

Manufacturer narrative:
Correction: patient age and weight reported in the initial report was incorrect. This report notes the correct patient details.